Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During scope care handling in-service and review of best practices when performing precleaning and transportation of scopes at customer site, it was reported that precleaning of uretero-reno videoscope was previously performed but was currently no longer being completed after procedures. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
Updated: b5, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, however, a field service engineer (fse) was dispatched to the customer site and determined that the event was related to scope reprocessing practices, specifically that precleaning of scopes was not being completed after procedures as reported by staff. The fse performed an on-site scope reprocessing in-service, reviewed infection control requirements and best practices per the user and reprocessing manuals, demonstrated proper precleaning, handling, and transportation of scopes, and provided model-specific reprocessing documentation to the customer. Staff acknowledged the gap in precleaning practices and agreed to implement precleaning after each case. Based on the results of the investigation, the most probable cause of the complaint is failure to follow instructions since problems were traced to the user by not following the manufacturer's instructions. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.